Event description:
Patient was having issues with his tandem tslim pump and it didn¿t deliver the bolus; it was at 40% battery so he plugged it in while he changed the setting and the pump turned off and would never restart or come on. The pump completely failed and the patient ended up in dka and had to go to the ER. Took sq insulin at home by the time he went to the ER his blood sugar was in the 200's.